Event description:
It was reported that patient was referred for replacement surgery for an unknown reason. The patient underwent full vns replacement surgery, the implant card was received by the manufacturer and indicated that the patient was replaced due to high impedance. The company representative reported that the lead was not removed from the patient and only the generator was removed despite the patient undergoing a full vns replacement surgery. During attempts for product return, it was revealed that the facility, historically, discards all explanted products. No additional relevant information has been received to date.

Event description:
It was revealed that, despite the facility's history of discarding explanted products, the explanted generator was being returned to the manufacturer. The explanted product was received and is pending product analysis.

Event description:
Generator product analysis was completed. The generator was explanted due to prophylactic replacement. The generator diagnostics were as expected for the programmed parameters and the generator performed according to functional specifications. The data dump was reviewed and high impedance was observed for several years prior to the replacement surgery. There were no performance or other adverse conditions found with the generator.